Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted with lot number c95075 for sterilization. It was reported that the hcp was inserting an essure on the right side and the device broke in the fallopian tube during placement. Physician went to deploy and the wheel did not roll back and the essure broke. He went back in with the grasper and the green sheath was still on the device and he was not able to pull the device back out. The physician failed to be able to see the amount of coils showing, but was not able to see the gold band. The coil part of the device was still in the fallopian tube and the hcp plans to send the patient for an x-ray. It did not deploy correctly and the hcp was unsure where the coil was. It looked a little deep, the coil stretched. This was all on the right side; on the left side the fallopian tube was diseased and no coil was attempted. Ptc investigation result received on 02-dec-2014. Ptc global number was (B)(4) . Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty during the procedure are anticipated events. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and on the right side the device broke in the fallopian tube during placement/green sheath was still on the device. This event, interpreted as device breakage, is non-serious and it was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during essure placement. A causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Non-serious events were added: he was not able to pull the device back out, it did not deploy correctly/not able to see the gold band, the hcp is unsure where the coil wast/it looked a little deep, the coil stretched and on the left side, no coil was attempted. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty during the procedure are anticipated events. The technical assessment concluded unconfirmed quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up from 13-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and on the right side the device broke in the fallopian tube during placement/green sheath was still on the device. This event, interpreted as device breakage, is non-serious and it was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage occurred during essure placement. A causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Non-serious events were added: he was not able to pull the device back out, it did not deploy correctly/not able to see the gold band, the hcp is unsure where the coil wast/it looked a little deep, the coil stretched and on the left side, no coill was attempted. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty during the procedure are anticipated events. The technical assessment concluded unconfirmed quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.